Event description:
It was reported, the pt has had no stimulation for about two months. The pt reported, she had persistent pain at the ipg site, and had gone to the emergency room for this issue. It was reported, the hospital suggested finding a pain management physician. Attempts to contact the pt regarding obtaining a physician were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.